Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation. Reference mvi: (B)(4).

Event description:
Coiling treatment of a vessel. During deployment, it was reported that the coil prematurely detached and was removed. No secondary intervention was reported. No patient injury reported.